Event description:
During a percutaneous transluminal angioplasty the stent migrated to the right pulmonary vein. The target lesion was iliac artery. There was mild vessel tortuosity with pre-existing clot and the lesion was 90% stenosed. Patient has a medical history of cancer. The physician deployed palmaz large stent to iliac vein. Then a second stent (luminexx bard) was deployed proximally to the palmaz stent already in situ. While attempting to post-dilate the luminedd stent the balloon slipped and plamaz stent was pushed out to inferior vena cava (ivc). Palmaz stent followed then moved along with blood flow to right pulmonary artery. Palmaz stent end it up positioned at right pulmonary artery (rpa). There is no restriction with blood flow however the physician wants to follow closely without additonal intervention.